Event description:
On (B)(6) 2017, a 29mm sjm mechanical heart valve was implanted in the mitral position. On (B)(6) 2017, the patient presented with dyspnea. An increased gradient secondary to an obstructed valve as seen on echo was suspected. The patient is awaiting further treatment.

Manufacturer narrative:
The results of this investigation concluded one leaflet of the returned 29mm sjm mechanical heart valve opened and closed with difficulty. Both recessed pivot areas of the restricted leaflet contained thrombus. There was no inflammation or significant calcifications. Special stains were positive for a mixture of fungus, gram positive, and gram negative bacteria. The mixed organisms present without associated inflammation may be interpreted as contaminants. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the thrombus or microorganisms were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 29mm sjm mechanical heart valve was implanted in the mitral position. On (B)(6) 2017, the patient presented with dyspnea. An increased gradient secondary to an obstructed valve was reportedly seen on echo. The valve was explanted on (B)(6) 2017 and replaced with another valve (details unknown).